Event description:
It was reported that the patient received inappropriate therapy due to noise on v channel. The noise was not reproducible. The vt and vf therapy are programmed off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.